Event description:
It was reported to boston scientific corporation that a wallstent bare biliary stent was used during a biliary metal stenting procedure performed on (B)(6) 2013 within the common bile duct. According to the complainant, the stent was being placed to treat a 4cm malignant stricture at the mid common bile duct. Reportedly, the lesion was dilated with a hurricane balloon prior to the procedure. During the procedure, the physician attempted to deploy the stent but the stent was not able to be deployed. There were no visible issues noted to the stent system during the procedure. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the distal wires of the stent were uncrossed and damaged.

Manufacturer narrative:
Reported event of stent wires damaged. A visual examination of the returned device found that the stent was fully mounted onto the device however, the stent had moved proximally along the shaft so that its distal end was 52mm proximal to the distal ro marker band. The distal stent wires appeared damaged within the outer sheath and there were kinks in the outer sheath where the stent had been originally positioned. Kinks were noted in the blue section of the outer sheath. During analysis it was possible to retract the outer sheath; however, the stent could only be partially deployed by 65mm due to its proximal movement on the shaft. The stent was withdrawn from outer sheath and the distal stent wires were uncrossed and damaged. It was noted that the inner was kinked and that the stent cup was facing proximally along the inner instead of distally. It appeared that due to force applied to the device during deployment that the stent cup was pushed proximally as the stent moved proximally on the shaft. The stent cup could be pulled distally during analysis showing that it was not bonded in the incorrect orientation during manufacture. The inner was dissected at each side of the stent cup to obtain better images of the stent cup at different angles. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.